Event description:
Female, pt, experienced a wound separation 2 days following a laparotomy. The pt had the incision re-closed in her hospital room under local anesthesia using metal staples.

Manufacturer narrative:
Device not returned to manufacturer. The cause of this wound separation is unclear primarily due to lack of additional info. Physician continues to use the product in her practice.